Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). All measurements were performed either on (B)(6) 2020 or (B)(6) 2020. The specific date could not be provided. At around 7 a.m., a sample from the patient was tested in the laboratory using dade innovin reagent on a sysmex ca 600 analyzer (reagent has an isi of 1.03), resulting with a value of 2.3 inr. At around 10 to 11 a.m., a sample from the patient was tested using the meter and test strip lot number 417474 (expiration date 31-mar-2020), resulting with a value of 3.3 inr. Within an hour of the first meter test, a sample from the patient was tested using the meter and a different test strip lot number, resulting with a value of 2.6 inr. The complained values could be observed in the meter's result memory, but were recorded with a date of (B)(6) 2019. The meter date and time settings were not set correctly by the user. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.